Event description:
A report was received stating that during an injection, the needle became detached from the syringe. The reporter stated that no pt or children injury occurred.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.